Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had requires multiple primes as well as sometimes insulin pump did not deliver bolus when prompted. The customer¿s blood glucose level was unknown. Customer stated that the battery life diminished and insulin pump rejects brand new batteries. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alarm, prime/fil anomaly and excessive no delivery alarm due to blank display.